Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, when the blade was connected to the handpiece, it would not rotate correctly to cut, made weird noises, wouldn¿t suction, and vibrated. After switching to another blade, it worked fine. There was no patient impact.

Manufacturer narrative:
H3: product analysis if the device found that visually, the inner shaft was broken 0.59 inches from the distal end of the inner hub when returned. There was contamination on the outside diameters of the outer tube and inner shaft. Under magnification, there were striations at the break point. Functionally, the device failed due to the damaged condition upon return and the inability to load the device into a handpiece. H6: previously applied codes of fdm b21, fdr c21 and fdc d16 are no longer applicable. Previously applied additional code of img g04130 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Analysis of the device confirmed that the shaft of the blade was found broken.